Event description:
"The user purchased a celltrion diatrust covid-19 ag home test kit on (B)(6) 2022. Due to the extremely sparse instructions with the test kit, the user used the qr code to get to the online instructions. But camera wouldn't scan the qr code on the test, so the user typed in the serial number. And the user got the warning that the test expires on 1/9/2022 [tomorrow] and that it is not a valid test. However, all packaging indicates it expires 11/22/2022 (exterior of kit, internal packaging). The user attached photos in the email. Thankfully the user was just trying to screen. However I apparently can't trust the results, especially a negative one. The user have not yet opened the second test, just in case it *might* still be good and the user develop symptoms this week. The user wants a refund or a replacement kit since the user can't trust the results of this kit. " importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.